Manufacturer narrative:
Continuation of d10: product ID 203cx (lot 0012056672); product type: cables and accessories; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that one of the balloon catheters could not be returned due to the balloon damage and blood stains inside the balloon.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The image showed blood inside the balloon of the catheter. In conclusion, the reported issue of visible blood was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 2af283 (lot: 19977); product type: balloon catheter; product ID 203cx (unknown serial/lot); product type: cables and accessories; product ID 990063-020 (B)(6); product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the tip of the mapping catheter loop was kinked and the shaft was broken and detached when removed from the package. The mapping catheter was replaced which resolved the issues. Upon replacement, the mapping catheter was unable to be inserted into the balloon catheter. The balloon catheter was replaced which resolved the issue. It was then reported that a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. It was reported that blood entered the coaxial umbilical cable. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.